Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a moderately calcified lesion with plague, little tortuosity and 90% stenosis in the left anterior tibial artery using amphiprion deep, it was reported that the balloon burst at 8atm during inflation. Then device would not pull back, the catheter shaft broke while physician was trying to remove it. Physician then spent 2-3 hours attempting to remove distal balloon and catheter. Finally all parts were retrieved with a snare. Device passed through previously deployed stent. Procedure was completed after balloon pieces were removed. No other clinical sequelae reported .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.